Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose level on (B)(6) 2020 with a blood glucose level of 33 mg/dl. Customer was unconscious, emergency medical service arrived and they gave him glucose. Customer treated their low blood glucose with food. Customer had been using insulin pump system within 48 hours of low blood glucose event. Customer did use auto mode feature at the time of incident. Based on the customer's report they did not allege insulin pump for over delivery. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was doing garden work, fell off a ladder and was unconscious. The emergency medical service arrived, and they gave him glucose. Customer did have the auto mode feature but was not sure if it was active at the time of the incident due to not knowing how to use it.